Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 with difficulty activating his inflatable penile prosthesis (ipp) device. The physician found that the pump fails to activate and the implant does not inflate. When the pumping mechanism is activated, the pump collapses and does not activate the system. A revision surgery will be performed.